Event description:
See MFR report #2182207200907167 for previous events. In 2008, the device again malfunctioned, going outside the "locked codes for pain control". The malfunction left the pt paralyzed completely incapacitated for over 10 minutes, unable to control the increasing voltage going through the system, causing the pt to almost have a heart attack. The pt's co-worker had to unplug the device to stop the voltage. Following this, the pt's body collapsed. It was reported that since the same month, that the pt had not had any pain control. The pt reported deteriorating physically, emotionally, and mentally. It was reported that the pt was kicked out a hospital the previous month, when she experienced electrical currents running through her head. No one examined her at that time. The pt currently had the system turned off and her pain was at an all time high and she was using pain medications, which were causing other side effects. The internal system seemed upside down. The pt could not sleep longer than two hours, and had lost taste for food, loss of appetite, body temperature fluctuations, outer extremities (feet and hands) go numb/freezing, the pt's spasms were "out of control", and the pt was experiencing personality changes, mood swings, and anger that kept growing. The pt was concerned that having the system in for so long could result in an infection. Since then, the pt has been searching for a doctor who is familiar with the device; trying to get the system removed.